Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that after removing the infusion tubing from the site and delivering a bolus, no insulin drops were observed. The customer's blood glucose level was 600 mg/dl. The customer changed the cartridge and tubing. The bg level was corrected with the administering of a correction bolus. As the customer had changed the supplies prior to calling tandem technical support, troubleshooting to determine a possible cause of the insulin delivery issue was unable to be determined.